Manufacturer narrative:
The device was returned, but an initial evaluation has not yet begun and the investigation is still ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for an unspecified procedure, his olympus 4k camera head was not providing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections e2, e3, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image was found due to a faulty charge-coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a disconnection or poor contact due to a cable or connector failure. The specific root cause of the cable or connector failure device could not be determined at this time. Olympus will continue to monitor field performance for this device.